Event description:
It was reported that an ilet user experienced recurrent episodes of hyperglycemia within 12¿16 hours after cartridge and cannula changes, with glucose readings trending into the 300¿400 mg/dl range for several hours and associated ketone elevation that later resolved; the pattern was intermittent across sites and persisted despite appropriate meal announcements and occasional corrective actions, and no device component implicated due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and healthcare provider and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.